Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment. Next report will provide results of this investigation.

Event description:
Reportedly, on (B)(6) 2025, the transmitter stay on "no network".

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the transmitter is able to connect to network normally. Review of the event log shows that the device has been offline since may 2025. The most probable hypothesis is that a hardware failure or sim card temporary issue. The main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 20-june-2025, the transmitter stays on "no network".